Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that there was stent damage. The 85% stenosed target lesion was located in the moderately calcified proximal right coronary artery (rca). While advancing a 16 x 4.00 promus premier select stent delivery system into the vessel, resistance occurred. The delivery system with the stent was withdrawn and it was noticed that a few stent struts stood out distally. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.